Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment from site on (B)(6) 2025. The infusion set was in use for couple of hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: the united states.